Event description:
It was reported that the implantable cardioverter defibrillator switched to back-up mode during magnetic resonance imaging as the device was not set to magnetic resonance imaging mode. Programming changes were made on the device. Patient was stable.

Manufacturer narrative:
The reported event of the device entering back up mode following an magnetic resonance imaging (MRI) was confirmed. The information available was reviewed and it was determined that the device was not programmed to MRI settings prior to the MRI scan, resulting in the back up mode.